Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Manufacturing location: monument, manufacturing date: 22-mar-2023, expiration date: 28-feb-2033, part number: 04.037.460s, 14mm/130 deg ti cann tfna 400mm/right-sterile, lot number: 5207p54 (sterile), lot quantity: (B)(4). Component part(s) reviewed: part number: 04.037.912.3, tfna lock drive lot number: 4933p44 lot quantity: (B)(4). Part number: 04.037.942.2, lock prong, 130 degree tfna lot number: 5128p31 lot quantity: (B)(4). Part number: 21127, timoagri16.00 lot number:1966p49 lot quantity: (B)(4). Inspection instruction met all inspection acceptance criteria. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for this medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j sales representative. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that, on an unknown date, the implant broke in a patient. There was a need for revision. The patient's consequences were unknown. This report is for one (1) 14/130 deg ti cann tfna 400/right-sile this is report 1 of 2 for complaint (B)(4).